Event description:
This report is being filed after the subsequent review of the following journal article: residual wrist pain after volar locking plate fixation of distal radius fractures. Shigeru kurimoto, et al. (2012) acta orthopaedica belgica 78: 603-610. This was a prospective study of 198 patients with distal radius fractures that were treated with the fixed-angle volar locking plate system between 2006 and 2007. The study evaluated the incidence, location, and predictive factors of residual wrist pain after volar locking plate fixation. Fifty-eight (58) patients were treated with the matrix smart lock system, 46 patients were treated with the synthes locking distal radius plate (drp) system, and the remaining patients were treated with acu-lock system. Of the 198 patients, 76 were excluded from the study because they did not complete the self-administered questionnaire that was required at the final follow-up visit in the study, thus a total of 122 of the patients were treated. The study population consisted of 33 men and 89 women; mean age of 59 +/- 15.9 years. Fifty-seven patients reported that they had wrist pain at 18 months after surgery. Among those patients, 25 had ulnar-sided pain and 45 had radial-sided pain. The tendency for radial-sided wrist pain was associated with female sex and intra-articular fracture. The tendency for ulnar-sided wrist pain was associated with bone grafting. It is unclear if the synthes devices were associated with the complication of wrist pain at 18 months after surgery because the article failed to identify the manufacturer of the device associated with the complication. Therefore, the synthes plates will be captured under a single part unk-plate. This article requires 1 medwatch for the compliant of pain. There are no identifiable patients. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for unknown plate. (Kurimoto, s. 2012) residual wrist pain after volar locking plate fixation of distal radius fractures. Acta orthopaedica belgica, 78, 603-610. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lost number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.